Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, repeated attempts to screw in and unscrew the lead resulted in deformation of the helix, which became visibly bent. The affected lead was not used and was replaced with a new lead. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿material twisted/bent¿ was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended/bent and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil inside the connector region and the helix stretched/bent consistent with procedural damage. The cause of the reported event was consistent with procedural damage. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region.